Manufacturer narrative:
H4: the lot was manufactured from august 25, 2020 - august 26, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed a pool of fluid inside a green bag that contained the device suggesting a leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. The device was filled with ceftriaxone 2000mg in sodium chloride 0.9%. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.